Event description:
A malfunction was reported with a code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, which resolved the issue without recurrence, enabling the customer to continue using the pump without further problems.